Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient turned off her stimulation because she was having difficulty. The patient stated she has numbness that was going up her leg and not just her foot. The patient thinks there is a nerve damage that may be progressing and the stimulation was making it worse. The patient stated they went ahead with the permanent implant event through the patient told them it wasn't working. In addition, when the patient was in florida, she saw a healthcare professional (hcp) who did an emg and said it looks like there was some nerve damage. The hcp thinks the patient may have something about neuropathy and the nerve wasn't working properly. The patient had turned it off for two weeks before. The hcp told her recently to turn it off to see if symptoms improve. The patient also inquired if the stimulation could be making the nerve damage worse. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.